Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastroenterostomy procedure only one third of the staples came out and one third staple line formed after firing. One third staples were formed as b-shaped, and the other staples did not came out. The cut line was fully circumferential around the target tissue. The surgeon compressed the device until unable to fire further and there was a crunch heard. Changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).